Event description:
The patient reported the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in her left eye (os) in 2007. The patient reported having a problem with halos and seeing the edge of the lens but after six months the problem had subsided. The facility reported at the last post-op visit three months later the bcva was 20/20 and the patient had a little glare. The icl remains implanted.

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Conclusions - no conclusion can be drawn. Based on the complaint history and the work order search, a specific root cause of the event could not be determined.